Event description:
It was reported to philips that the device's power supply makes noise. The customer requested just a replacement power supply with no engineer evaluation. There was no patient involvement.